Event description:
A malfunction alarm occurred due to a software error, identified by the code malf 0. There was no adverse impact on the customer's blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on resetting the pump, assisted the caller with the reset, and confirmed that the malfunction code did not recur. The customer was instructed to call back if the issue happened again and was able to continue using the pump.